Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was implanted on (B)(6) 2009. According to the complainant, post-procedure, the patient suffered from pelvic and groin pain, urinary incontinence and cramping. The patient also suffered from infections, vaginal discharge, bowel problems and dyspareunia. All other information is unknown and unavailable.